Event description:
I contacted medtronic about their insulin pump and there was a problem with the battery. After putting a new battery in the pump did not realize that it had a battery in it at all. At one point I had three replacement pumps in my hand at the same time. Only for the problem to still be happening this happened on numerous occasions it should definitely be documented and medtronic files. Unfortunately I do not have the exact date. But again I called and they knew the problem at least 2 to 3 years ago actually. So now they're actually coming out and saying there is a problem is completely disgusting to me. I cried on the phone with a representative and I didn't know what to do as this is the only way I knew how to live. As a type one diabetic if our blood sugars drop low our go to high we die that's it it's over we die! This problem should be taken care of very very seriously medtronic has failed many times with all kind of problems with her insulin pumps I should not be allowed to distribute and make them anymore. This did disrupt my whole life of course the worry and fear of dying because of the insulin pump and lack of sleep and stress it is just caused. "Again medtronic did not take it seriously years ago but now they halfway are?" This needs to be looked into far too many problems with medtronic insulin pumps something that is killing us, taking our lives away from us, and our families we're not able to work; we're not able to sleep when I'm able to live because of medtronic and their lack of compassion and their lack of dedication to fixing, and resolving the problem correctly the first time. Dates of use: (B)(6) 2018 - (B)(6) 2022. Reason for use: give insulin; problem did not stop after use reduced or stopped taking the product; the problem returned after started or using the product again. FDA safety report ID # (B)(4).